Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and bacterial peritonitis in a patient coincident with dianeal pd4 therapy. On an unreported date, the patient began treatment with dianeal pd4 1.36% 2l twin bag intraperitoneally (ip) for peritoneal dialysis (pd). Pd therapy continued unchanged. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2012, the patient experienced peritonitis manifested cloudy effluent and mild abdominal pain and was hospitalized. Beginning (B)(6) 2012, the patient was treated for the bacterial peritonitis with gentamicin (80mg, daily, ip) and zinacef (cefuroxim), (750 mg twice a day, ip) until (B)(6) 2012. On (B)(6) 2012, a repeat leucocyte count was performed for which the results were unknown. On an unreported date, the patient began treatment with zinnat (cefuroxim), (500mg, per os, daily). On (B)(6) 2012, the patient was discharged from the hospital. The cause of the peritonitis was the break in aseptic technique. It was reported that the patient has recovered and has been re-trained.

Manufacturer narrative:
(B)(4). The product code is unknown, therefore 510k number are unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.